Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators product advisory population, declared elective replacement indicator (eri) after approximately 67 months of implant, due to a charge time of 20.5 seconds while at a battery monitoring voltage of 2.56 v. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
No additional information is available at this time, and records suggest that this device currently remains implanted and in service. This event will be updated if any additional information becomes available.